Event description:
Additional information was received from a healthcare professional (hcp) who reported that it was their first visit for in-office pump programming and the patient had been out for 5+ day without information the office in time. It was noted that it was not the patient¿s first time running out of meds. The cause for the empty pump was patient non-compliance and lack of accountability with transferring care to their office. The patient¿s withdrawal symptoms resolved by giving a bolus and oral meds.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (unknown concentration) at 0.9 mg/day via an implantable infusion pump. It was reported the pump went empty about 5 days or so ago, and on the date of this report, they were filling the pump. It was noted they were also going to give the patient a 0.09 mg bolus today to help with the withdrawal symptoms. The rep wanted to know if they needed to do any other bolusing. The circumstances that led to the reported issue were unknown as the rep was not with the patient. The event date was (B)(6) 2020. Additional information was received from the rep on 2020-sep-18 indicated the patient reported still having withdrawal symptoms at this time. The physician was wondering if the patient was just seeking more medication at this time, and was unwilling to prescribe him more medication. It was noted the physician did do a bolus yesterday as previously mentioned, and the rep was unsure if the patient was responsive to the bolus. No further complications were reported.